Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed stored episodes of inappropriate automatic mode switch recorded by the pulse generator. The episodes were caused by far r over-sensing. Programming adjustments were discussed; however, no interventions were made. There was no patient consequence reported.